Manufacturer narrative:
Insulin pump had severely cracked and bleeding lcd glass. Unable to perform the self-test and displacement test due to damaged lcd glass.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump and was unable to read the screen. The customer¿s blood glucose level was unknown. Customer reported that inside screen is cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.